Manufacturer narrative:
B5 verbiage: the manufacturer received information alleging an issue related to a remstar pro m device's event. The patient is alleging bladder kidney cancer, asthma (new or worsening), kidney disease, lung disease and reduced cardiopulmonary reserve. In addition, the patient also alleged nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity and inflammatory response. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. 510k number, "problem code grid", "remedial action init" and "recall (z) number" are updated/corrected. In previous file, the report was submitted for uno case which is now corrected to non_uno as the device belongs to m-series.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging bladder kidney cancer, asthma (new or worsening), kidney disease, lung disease and reduced cardiopulmonary reserve. In addition, the patient also alleged nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity and inflammatory response. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.